Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were reviewed from (B)(6) 2020. A total of 10 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 50 mg/dl were recorded at 10:38:38 pm to 11:03:38 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 44 was enunciated at 10:38:38 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 7:08:42 pm date: (B)(6) 2020 iob: 2.22. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 50 mg/dl were recorded at 12:03:39 am to 12:33:40 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 12:03:39 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 7:08:42 pm date: (B)(6) 2020 iob: 2.22 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 50 was recorded at 12:43:39 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 12:03:39 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 7:08:42 pm date: (B)(6) 2020 iob: 2.22. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 46 to 49 mg/dl were recorded at 12:58:46 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 49 was enunciated at 12:58:46 am on (B)(6) 2020. A user initiated tubing fill of size 20.37 units was observed at 6:58:44 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Continuous glucose monitor (cgm) values of 44 to 52 mg/dl were recorded at 6:18:14 pm to 6:23:13 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 45 was enunciated at 6:18:14 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 3:30:54 pm date: (B)(6) 2020 iob: 6.92. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 50 was recorded at 6:38:18 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 45 was enunciated at 6:18:14 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 3:30:54 pm date: (B)(6) 2020 iob: 6.92. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 52 was recorded at 7:13:13 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 45 was enunciated at 6:18:14 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 3:30:54 pm date: (B)(6) 2020 iob: 6.92. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 49 to 52 mg/dl were recorded at 01:13:11 am to 01:48:12 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 01:08:13 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 8:59:11 pm date: (B)(6) 2020 iob: 0.76. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 52 was recorded at 04:03:05 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 04:03:05 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 41 mg/dl were recorded at 08:08:05 am to 08:23:05 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 39 was enunciated at 08:08:05 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels (40 mg/dl); cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.